Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. It is reported that the product the ¿this complaint is from a literature source.¿ can you please provide the literature article?

Event description:
It was reported from the literature source that the patient underwent a laparoscopic bullectomy with the covering procedure on unknown date and the absorbable hemostat was used. During the procedure, the lymphangioleiomyomatosis disease was confirmed. After the procedure, the patient experienced a recurrence of intractable pneumothorax and air leakage continued for a while. However, it subsided later. Oral administration of sirolimus was started. The surgeon opined that some improvement in operative method is necessary. The patient has already recovered. Additional information has been requested.

Manufacturer narrative:
Additional information: article attachments additional information was requested and the following was obtained: it is reported that the product the ¿this complaint is from a literature source.¿ can you please provide the literature article? -from ¿2017 the japan society for respiratory endoscopy.¿ see attached original source and translation. - attachment